Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method code, result codes and conclusion codes updated.   Device evaluated by MFR: stent delivery system was returned in two sections for analysis. One section (total length 103mm from the distal end of the tip to the cut section of extrusion) consisted of the inner/outer, balloon, crimped stent and tip .the proximal end (which include the midshaft and a large section of the hypotube ) was not returned . The second section consisted of the manifold and a short section of hypotube. A visual examination of the stent found that one centre stent strut was damaged, lifted on one side only and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to handling of the device during unpacking. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found that the hypotube was broken 1cm from the distal end of strain relief. Only the proximal end of the hypotube consisting of manifold, strain relief and 1cm of hypotube was returned for analysis, the rest of the distal section of the hypotube was not returned for analysis. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen section found that the proximal shaft polymer extrusion was cut and not returned for analysis and the distal end consisting of the inner/outer section, balloon, crimped stent and tip, total length 103mm were returned. This type of damage noted on the extrusion is consistent with a dissection. It appears that the extrusion may have been cut with a sharp object e.g a blade. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during introduction, it was noticed that one of the cells about midway to the stent was peeled back. The guide wire and the stent delivery system were removed. The device never entered into the patient's body. The procedure was completed with a 3.0x24 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during introduction, it was noticed that one of the cells about midway to the stent was peeled back. The guide wire and the stent delivery system were removed. The device never entered into the patient's body. The procedure was completed with a 3.0x24 non-bsc stent. No patient complications were reported.